Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen intermittently was found to not respond when pressed. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during routine testing at the user facility, the device touchscreen intermittently did not respond when pressed. There was no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.